Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's blood glucose value was 400 mg/dl. Customer mother reported that blood glucose level was an ongoing issues with bent cannulas and calibrations. Customer mother declined to troubleshoot for the issues high blood glucose and sensor glucose vs blood glucose. The product was returned for analysis.